Event description:
Pt found receiving hot humid air from nebulizer heater. Sustained mild first degree burn on skin surrounding tracheostomy and upper chest area, erythema and redness. Silvadene applied and redness resolved within a short time. Patient was asymptomatic at time of occurrence but was started on systemic and aerosolized steroid and closely monitored. Chest x-ray was essentially unremarkable from prior x-rays. Some wheezing noted which was not unusual for this pt. No residual adverse effects subsequent to occurrence. Preliminary testing by independent co. Unit was set up by connecting to a flow meter at 28% fio2 with a 6 lpm input to the nebulizer. An inline thermometer was attached to the end of the tubing. Preliminary testing indicated that there was no heat control. Temperature on the new inline thermometer indicated a temperature greater than 42 degree c. (<107 degree f.). Moving the temperature control knob counterclockwise to lowest position had no control over the temperature. As further testing was being performed the unit totally stopped heating although the power switch indicated the unit had power to it. Testing was discontinued at this time. It is to be noted that the original inline thermometer that was attached to the tubing was not functional, possibly due to over heating.